Event description:
A materials specialist reported that six weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens 2.5 diopters difference in power. In a follow up, a technician reported the patient was unable to read with the lens and wanted monovision. In an additional follow up, a nurse reported the surgeon does not blame the iol for the event. The event resolved following the iol exchange procedure. The nurse indicated the use of an incorrect viscoelastic during the implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with a handpiece; however, an unapproved viscoelastic was used. This combination is only qualified for use with an approved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. An unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).